Manufacturer narrative:
A ge service rep performed an on site investigation. The ps2 power supply were replaced during the service call. The system was tested and found to be working and put back into service.

Event description:
The customer reported that the 9900 system had an internal safety and emergency stop errors. No pt injury was reported.